Event description:
On (B)(6) 2010, pt reported the down button on the infusion device was defective. This was noticed one month prior as an intermittent issue. Down button does not remain flat after it is pressed. Pt boluses approximately 4 times per day and has used this infusion device for 3 years. Up button continues to function as intended. Infusion device was not dropped or exposed to water. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.